Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 930.2 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity and other spasticity. On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation. It was unknown if the patient had had an MRI. The event logs noted a motor stall occurred on (B)(6) 2017 and no recovery was noted. The patient had no symptoms. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received on 08-may-2017 and it was reported that the patient¿s family was not interested in changing the pump. The family wanted to see if the patient could be controlled by oral meds before deciding to change the pump. No further patient complications have been reported as a result of this event.